Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to immersion of the connector. However, this could not be further specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchofibervideoscope had incompatible scope (error 315) . It's unknown when the issue reported was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found e315 was reported due to immersed scope connector. Should additional relevant information become available, a supplemental report will be submitted.